Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor cable was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The returned cable was well worn but had no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem was found. The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. When connected to a known good system, the returned monitor displayed a good image. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while a manufacturer representative was at the site, they found that the surgeon monitor was not functioning; it was a black screen. The representative swapped cables to the back of the monitor with another system and it was still not functioning. This was reported outside of a case. After replacing the monitor, it still would not turn on. The representative reported that when they wiggled the cable that connects to the monitor, it would turn on and off. A replacement cable was being sent to the site.